Manufacturer narrative:
Investigation found that the customer had their report manager configured not to overwrite existing reports if the modality type was different. Since the customer was changing modality types with updated orders, the support analyst reconfigured the customer's report manager to overwrite any reports regardless of the modality type if the order number matched. The customer confirmed that this was the desired workflow and testing confirmed that the reports updated as expected after the reconfiguration.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that on an unspecified date, after resending a report with the same order number, the report updated everywhere except for the zero-download ambassador (zda). There was no reported adverse event to a patient. However, a report not updating with the correct information has the potential to lead to an incorrect diagnosis and/or treatment. (B)(4).

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that on an unspecified date, after resending a report with the same order number, the report updated everywhere except for the zero-download ambassador (zda). There was no reported adverse event to a patient. However, a report not updating with the correct information has the potential to lead to an incorrect diagnosis and/or treatment.